Event description:
It was intended to use an nc sprinter rx balloon to treat a severely calcified, moderately tortuous lesion with 80% stenosis in the lad vessel. The patient also had a previously implanted non-medtronic stent in lad vessel which had 40% in stent restenosis and another non-medtronic stent in the ostial cx vessel with 30% in stent restenosis. The nc sprinter balloon was removed from the packaging , inspected and negative prep was performed with no issues noted. The balloon was then inflated once at 10 atm for 11 seconds and once again at 10 atm for 7 seconds. On the third inflation at 10 atm for 11 seconds it is reported the balloon burst. The balloon was being passed through the previously deployed stent. During withdrawal of the burst balloon, abnormal resistance was noted and it was noticed under the fluro that the distal balloon marker was fixed while the proximal marker along with the length of the balloon was stretching "almost like a rubber band". The cath report stated " it became evident that it was snared likely on a stent edge and couldn¿t be removed". After the balloon burst the patient became hypotensive with onset of sub-sternal chest pressure. The angio demonstrated an occlusion of flow in the lad distal to the stuck balloon; therefore a balloon pump was placed. A 3.0 x 12 mm non-medtronic balloon was then advanced to dilate the ostial and proximal lad in an attempt to remove the burst balloon, this was unsuccessful and the non-medtronic balloon was removed using the guide catheter. The back end of the burst balloon was then cut off so a guide liner could be advanced into the mid lad. The wire and balloon were then removed through the guideliner, however, the tip of the balloon detached during removal and remained in the lad. A non-medtronic stent was deployed overlapping the tip of the balloon in the lad successfully. No patient complications or other clinical sequelae reported. Post procedure patient status was reported as stable and fine.

Manufacturer narrative:
Results: catheter.

Event description:
Evaluation summary: the device was returned for analysis. The device was returned with the guidewire still in its lumen. The distal section of the guidewire appeared damaged, the metal coils were exposed and damaged. The distal tip of the device was stretched and appeared stubbed. The distal section of the balloon was not present on the device, the proximal cone remained on the device and appeared to have been torn radially from the rest of the balloon. There was one markerband present on the device which appears to have been the proximal markerband, the distal markerband is not present on the device, it appears to have been moved distally off the device. The area on the transition shaft appears very deformed proximal to the wire lumen entry port with a large number of kinks evident, the corewire of the device is also exposed at this section. The hypotube has also been cut proximal to the proximal shaft marker. Image review: review of the returned procedural images show 40% in-stent restenosis in lad, and 30% in stent restenosis in cx. The nc sprinter balloon was positioning in the lad stent. The nc sprinter balloon was inflated - distal stent. Only one image was present on the cine showing the nc sprinter balloon inflation. This suggests that first and second inflation were not captured on the images. Images also show the use of a guideliner for assistance with the device removal. The distal markerband remained in the vessel while the proximal portion of the catheter and proximal markerband went into the guide catheter. The images showed after the removal of the guide catheter the distal portion of the balloon and the tip material remained in the patient. The images show a stent being deployed in the vessel to crush the balloon catheter material inside the previously deployed stent.

Manufacturer narrative:
Evaluation, results: patient's condition affected effectiveness of device (lesion morphology - severely calcified, moderately tortuous lesion with 80% stenosis); related to another device ( previously implanted stent with in stent restenosis); no results available since no evaluation performed (device not returned for evaluation). Evaluation, conclusions: device failure related to patient condition (lesion morphology - severely calcified, moderately tortuous lesion with 80% stenosis); operational context contributed to event (previously implanted stent with in stent restenosis); unable to confirm complaint (device not returned for evaluation). (B)(4).